Event description:
It was reported that the patient was experiencing increased baseline pain and the physician was unable to aspirate the catheter through catheter access port. In 2008, the patient was taken to the fluoroscopy suite and placed in the supine position. The right side of the abdomen was prepped with betadine solution, chlohexidine and alcohol and draped in sterile fashion. Under the guidance of fluoroscopy, the side port of the medtronic morphine pump is located. A 25-gauge huber needle was advanced under fluoroscopic guidance through previously anesthetized skin to lie within the medtronic side port at which time a 0.50 cc of amber colored clear fluid is withdrawn. This is then followed with injection of isovue contrast. There appears to be no leak in the tubing itself. It appears to go continuous with the morphine pump to the spinal area. However, once in the spinal area, it is unable to be fully visualized to go into the epidural intrathecal space. However, no pooling of contrast noted. There appears to be no leak in the system and no disconnect, but what appears to be possibly partial placement intrathecally of the catheter itself, but not adequate. After this has been determined and fluoroscopy used to follow the track of the tubing, a look underneath the pump itself and along the spine itself, the catheter was then injected with 1.5 cc of 1.5% xylocaine and then flushed with 2 cc of normal saline. The needle was then removed. The patient was sent back to the office for reprogramming.

Manufacturer narrative:
The device has not been returned to the manufacturer.